Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that the patient had a temporary lead implanted to the right jugular vein, with the implantable pulse generator (ipg) taped to the outside of the neck. It was noted that the lead was "failing to capture", and the connector head of the ipg was loose. The lead was explanted and the ipg was disconnected. A new permanent implantable system was placed in the patient. No patient complications were reported as a result of this event.